Event description:
Customer calls to report that when she filled this pod with insulin she heard a crackling noise as she forced the insulin in, she wasn't sure if this was normal, and she noticed that her blood glucose (bg) had gone up to 438, customer wore the pod for just a little over a day. She removed the pod, and placed a new one, and has been able to manage the elev bg, and bg is now 167. She states she did receive the letter, but just really didn't pay attention to the crackling until her bg started to go up. She was able to get direction from her hcp and her cde.

Manufacturer narrative:
The product will not be returned so no eval is possible. The customer noticed a "crackling noise" during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The omnipod user guide states: "warning: never use a pod if, during fill, you detect and crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." These instructions were also received by the user prior to the event and she chose not to adhere to the warning.